Event description:
The customer reported that the system displayed a communication error and the system locked up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb board ps1 power supply and power cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.